Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed to be coming out of the cartridge during the load process. A cartridge change was performed resolving the issue. Subsequently, the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with approximately 172 units of insulin. There was no impact to the customer¿s blood glucose. Reportedly, the customer continued to use the cartridge.